Manufacturer narrative:
(B)(4).

Event description:
It was reported that several days following the implant procedure, this right ventricular (rv) lead dislodged. The physician attempted to surgically reposition the rv lead, but the lead was difficult to position. The rv lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.

Event description:
It was reported that several days following the implant procedure, this right ventricular (rv) lead dislodged. The physician attempted to surgically reposition the rv lead, but the lead was difficult to position. The rv lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The rv lead was received for analysis.

Manufacturer narrative:
This report is being filed for additional information in b5, h6, and h10. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.